Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reports one patient sample identified as having anti-jkb failed to react with the jkb positive cell (vial#1) of 0.8% selectogen lot vs885 exp 1/5/2016. Customer requests the event be documented and does not suspect the issue is with the provue, but with the jkb epitope of this particular red cell donor and the patient's jkb antibody specificity. Patient had prior history of anti big e. Antibody workup was initially done using panel a (lot# not provided) due to positive reactions with 0.8% selectogen vs885 (cell 2). During the antibody investigation, complainant discovered additional activity and was able to identify that anti-jkb was also present in the sample. Ocd requested customer to test the 0.8% selectogen vial#1 cells with commercially prepared anti-jkb. Result confirmed the presence of the jkb antigen using ortho antisera and cell# 1 was typed as 2+ jkb positive. Customer was satisfied. Issue started on: (B)(6) 2015. Methodology used: provue. Cell#1 donor # (B)(6). Reaction grade obtained: neg. Customer was expecting: pos. Test repeated: no. Mts anti-igg card. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Ocd requested if the patient was antigen negative for the jkb antigen. Patient did not qualify for antigen typing since he was recently transfused. Ocd requested customer confirm the presence of the jkb antigen on the cell in question and result was satisfactory. Possible causes to the false negative result were discussed, including the following limitation as described in the IFU: "for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies..." Ocd discussed variations in antigen expression and the low titers of the patient's anti-jkb. Customer understands the human sourced anti-jkb could be the cause of the false negative results. Ocd also discussed full crossmatches will be performed should transfusions be need for the patients described. Customer states it is their policy to do so. Customer is satisfied with the discussion provided and with documentation of this event.